Manufacturer narrative:
Patient height - 170 cm. Manufacturing site evaluation: visual inspection showed scratches but no deformations or other defects. The measurements were within specifications. Permeability test: the test showed that the valve was permeable. Adjustment test: the test showed that the valve was adjustable to all settings. Braking force and brake function text: to measure the braking force we used an applicable tool. The test showed that it functioned within the tolerances. Results: after the tests, we took apart the valve. This was verify whether the complained product was influenced by the known risks of hydrocephalus therapy, for example by the naturally found substances within the cerebrospinal fluid (csf) such as protein, blood, or tissue. Within the valve, there were no visible substances/deposits. Based on our investigation, we are unable to substantiate the claim of non-adjustable. Why it did not work in the past is not clear. It appears that possibly patient anatomy such as thickness of skin over the valve influenced it. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that there was an issue with the shunt system. The valve was implanted on (B)(6) 2018. Sometime after implantation, the valve was not adjustable. A revision/explant was performed on (B)(6) 2018. Additional information was not provided.